Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Insulin pump had black screen and stuck buttons. Customer also stated that insulin pump had insulin flow blocked alarm and battery failed alarm. Insulin pump had software error detected. Customer's other blood glucose was 154 mg/dl and 270 mg/dl. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed self test and it was passed. Insulin flow block alarm resolved by changing complete set. It was reported that the customer was unable to enter auto basal. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated that did not press a button down for 3 minutes or longer. Troubleshooting was performed for stuck button alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the customer was unsure if they pressed a button down for 3 minutes or longer.